Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin flow was blocked. Customer changed set and received excessive no delivery alarms. Customer's blood glucose was 33 mmol/l. Troubleshooting was performed and insulin delivered with new set. Customer reconnected and old reservoir with new infusion set and received another no delivery alarm. Customer was advised that reservoir would be replaced.